Event description:
A 5 1/2-year old boy was originally implanted on 9/17/98. His system functioned normally over the next two yars. When he was seen at the implant center for routine device evaluation on 11/23/98, it was noted that several electrodes had high impedance readings. The audiologist changed out the external equipment and reprogrammed the child's system in an attempt to resolve the high readings and scheduled a f/u visit. The child returned to the center on 11/30/98. Because the problem with the high impedance readings had not resolved, add'l re-programming was done and the decision was made to monitor the child's performance closely. On 12/2/98 user returned to the center. Dr examined the child and after discussing the situation with his parents, explantation/reimplantation was scheduled. Revision surgery took place on 12/15/98. User was reimplanted with clarion.